Event description:
While having a pelvic exam with a plastic speculum the patient suffered a small superficial avulsion type injury to her cervix. Bleeding was controlled with monsels and the patient was released to go home. The speculum was a medichoice small lighted speculum lot number 54167. The speculum and the bag it came in was placed in a biohazard bag.